Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic after receiving a vibratory alert. Upon device interrogation, episodes of fluctuating low pacing impedance values and decreased sensing were observed. Programming changes were made on 6 nov 2019. No further intervention was reported. The patient's condition was stable.